Manufacturer narrative:
Investigation results- -there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6)2018. They had right knee revision surgery on (B)(6) 2020, approximately 2 years 7 months after their initial implantation. Patient claims to have had the following symptoms: joint pain, joint swelling and stiffness, tissue damage, loosening, instability, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
D10: concomitant devices: 02-010-03-0350 - logic cr femoral cem, right, sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 13a2101 - cemex system fast genta 70g, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, (B)(6), this follow-up report is being submitted to relay additional and/or corrected information. D10: concomitant devices: 02-010-03-0350 - logic cr femoral cem, right, sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 13a2101 - cemex system fast genta 70g, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), 201-78-89 - 3" drill bit, mod. Hex 2 pack, (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, (B)(6), h6 (component code, type of investigation). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.